Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged settings issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared, the customer corrected the time and customer continued using pump for insulin therapy. Customer¿s blood glucose level was 322 mg/dl.